Manufacturer narrative:
Please refer to the attached analysis report. - attachment: [20190820 - file-2019-02203 - analysis_and_closure_report_resp-2019-01184.pdf, 20190719 - lead_inspection_at_reception_sat-2019-02419.pdf].

Event description:
On (B)(6) 2019, during a pacemaker implantation procedure, the ventricular lead was implanted first and the subject atrial lead was then delivered to the atrium. Measurements were performed with a pacing system analyzer (psa), but sensing and pacing thresholds on the atrial chamber could not be measured due to noise oversensing. On the other hand, the ventricular lead was measured without problem. Several attempts were performed such as exchanging alligator cables, psa cables, and psa itself, but no improvement was observed. The subject atrial lead was removed from the patient¿s body and a new atrial lead was inserted instead. Measurement became available on the new lead without any noise.

Manufacturer narrative:
The device model involved in this MDR is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
On (B)(6) 2019, during a pacemaker implantation procedure, the ventricular lead was implanted first and the subject atrial lead was then delivered to the atrium. Measurements were performed with a pacing system analyzer (psa), but sensing and pacing thresholds on the atrial chamber could not be measured due to noise oversensing. On the other hand, the ventricular lead was measured without problem. Several attempts were performed such as exchanging alligator cables, psa cables, and psa itself, but no improvement was observed. The subject atrial lead was removed from the patient¿s body and a new atrial lead was inserted instead. Measurement became available on the new lead without any noise.